Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal association between the optiflux 180nre dialyzer and the patient¿s complaint of pruritus, which was relieved by the administration of IV benadryl. In addition, the patient was administered a 1500 unit bolus of heparin and an addition 800 units of heparin over 60 minutes prior to the administration of benadryl for itching. It is unknown if the patient has a potential heparin allergy; therefore, the possibility of a heparin reaction exists. A temporal association with the 2008t machine and cramping during hd treatments also exists which did not result in a potential serious injury, but temporary discomfort was relieved with IV nacl and a decrease of 0.2 goal. Follow-up information from the nurse stated that the dialyzer was changed to the baxter exeltra 150 and the reported itching has recurred. Therefore, a possible causal relationship cannot be determined. However pruritus is common. The patient has continued with hd therapy for renal replacement therapy.

Event description:
A user facility nurse reported that a patient complained of pruritis (itching) approximately 15 minutes after the initiation of hemodialysis (hd) therapy with the fresenius optiflux 180nre dialyzer, despite a full recirculation of normal saline (nacl) and one full liter of normal saline flushed through the dialyzer prior to use. The patient was administered benadryl 25 milligrams (mg) intravenously (IV) with effect. The patient also complained of cramps for which 100 milliliters (ml) IV nacl was administered, and the patient¿s ultrafiltration (uf) goal was decreased by 0.2 kilograms (kg). No other symptoms were reported and the patient completed the scheduled 4 hours and 3 minute hd treatment and was discharged to home in home in stable condition. Following this hd treatment, the dialysis order was changed and the dialyzer was switched to another manufacturer's device. No pruritus was reported during the patient's next regularly scheduled hd treatment. However, subsequent follow-up was provided by the nurse who revealed that the patient¿s itching has returned. No malfunction of the fresenius dialyzer in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.

Event description:
Follow-up information with the patient¿s nurse revealed that the patient has regularly high potassium levels which is attributed to the patient¿s dietary intake. The patient has been repeatedly counseled on diet but continues to be non-compliant leading to the elevation of blood potassium level.

Manufacturer narrative:
Correction: device manufacture date. Plant investigation: the reported complaint was not confirmed and a definitive conclusion regarding the complaint incident could not be reached as the complaint device was not available for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance, non-conformance, deviation, rework, labeling, process control, or any other occurrence in the manufacturing process which could be associated with the reported event. Furthermore, a review was performed on the sub-assembly components and raw materials used in the production of the finished dialyzer lot. All materials used in the finished lot production, including the fiber bundle, o-ring, and polycarbonate molded components were found to be within acceptable parameters and passed all release criteria. The review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions.